Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a small piece of plastic off at the tip of the instrument. No fragment fell into patient. The procedure was completed with no patient harm.

Manufacturer narrative:
A return material authorization has been issued to have the instrument returned to intuitive surgical, inc. (Isi) for evaluation. Isi has not received the instrument involved in this complaint for failure analysis as of the date of this report.